Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The concomitant enterprise stent was found stuck at the distal end of the microcatheter. No appearance of damages was observed on the microcatheter. An attempt was made to remove the enterprise sent from the microcatheter, but it was met with high resistance both ways. The device was inspected under x-ray magnification, and no internal damages were identified. A dissection was made at the distal end of the microcatheter, and high amounts of blood and clots were found occluding the microcatheter. The complaint is confirmed based on the occluded condition of the microcatheter. Although a continuous flush was reported, the high amounts of blood and cloths suggest that the flush was insufficient as according to risk documentation, an insufficient flushing can compromise the performance of the therapeutic device. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31408914) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-jan-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted embolization procedure targeting an aneurysm on the v4 segment of the left vertebral artery (va), the 4 mm x 39 mm enterprise®2 stent (encr403912 / 8946024) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31408914) and could not pass through the microcatheter. The physician retracted the stent and delivered it again but encountered the same issue. The physician then removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no negative patient impact. On 12-dec-2024, additional information was received. The information confirmed the procedure was a stent-assisted embolization of the v4 segment of the left vertebral artery. An adequate continuous flush was maintained through the microcatheter. There was no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. The stent / stent delivery did not appear damaged when the system was removed. There was no damage noted on the microcatheter. The replacement stent was another 4 mm x 39 mm enterprise®2 stent (encr403912) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and no delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot: (31408914) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.